Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon detached inside of me-vagina [foreign body in reproductive tract]. String unstitch and detached [device breakage]. Pulled cord to remove, string unstitched and detached inside me [complication of device removal]. Case description: consumer reported via e-mail that the string became unstitched and detached inside of her. No serious injury reported.